Manufacturer narrative:
The device was returned and the evaluation also found that the output connector couldn't be connected, the white light from the lamp turned purple after a few minutes of being powered on, and there was a light guide coupler stuck in the output socket. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center displayed an e105 lamp error. The issue occurred during an unknown event. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added on fields: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the e105 error was most likely caused by a led unit failure, and the component of the light guide coupler was most likely stuck in the output socket because of a damaged maj-1200 (universal light guide adapter ). However, the root cause of the reportable malfunction could not be specified. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred before the procedure.